Event description:
On (B)(6) 2016, the customer contacted lifescan (B)(4), alleging that there was missing literature in the product. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.